Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there were defective scale markings on a bd 10ml syringe luer-lok¿ tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields.

Event description:
It was reported that there were defective scale markings on a bd 10ml syringe luer-lok tip. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
A single black and white photo was received and evaluated. One sealed packaged 10ml syringe was depicted in the photo, confirmed to be from batch #7333980 (p/n 300912). The syringe had skewed scale the scale markings were partially printed at approximately 45 degree angle. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for skewed scale is associated with the printing process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that there were defective scale markings on a bd 10ml syringe luer-lok tip. There was no report of exposure, injury or medical intervention.